Manufacturer narrative:
A customer in (B)(6) notified biomérieux of discrepant results associated with bact/alert® fa plus culture bottle (reference 410851). An investigation was performed. The investigation examined the bact/alert® fa plus lot 3048304 manufacturing directions, including the quality control release testing documentation, and all results were within specification. Bact/alert® fa plus lot 3048304 was reviewed by quality assurance (qa) and released for distribution to the field on 09aug17. Not enough information was provided by the customer to determine the root cause of the negative results. The bact/alert® fa plus instructions for use was reviewed and found to provide sufficient caution for the user on the interpretation of a negative result. In response to the customer's question regarding detecting candida auris, a study was performed by biomerieux using bact/alert ® fa plus bottle lot 3048304 for the recovery of four candida auris strains (vtk306474, vtk306475, vtk306476 and vtk306477) in supplemented (4ml human blood) and unsupplemented bottles. The bottles were inoculated with 138 to 202 cfu/ bottle depending upon the strain tested. All bottles were positive between 0.9 and 1.6 days. The bact/alert ® fa plus bottle detected all four strains of candida auris tested. The customer complaint could not be confirmed.

Event description:
A customer in (B)(6) notified biomérieux of discrepant results associated with bact/alert® fa plus culture bottle. The customer reported obtaining false negative results. Three (3) sets of fa plus and fn plus bottles were incubated for ten (10) days and the result was negative. The technician followed-up on the results by performing a subculture and gram stain. Candida sp was detected by gram stain and subculture. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. A biomérieux internal investigation will be initiated.